Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to cardiac arrest following dianeal therapy on the homechoice (hc) device. The pt was connected to the hc at the time of death. The pt was not hospitalized at the time of death. On an unspecified date, an autopsy was performed which indicated the pt had passed away due to cardiac arrest. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. The device passed electrical and functional testing. Testing of the power cord received with the device revealed no problems and that it is electrically intact. An internal and external inspection was performed and found no issues. There was no failure or malfunction identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by the baxter product analysis laboratory for evaluation. Upon completion of the evaluation or if additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record and the device service history, did not reveal any issues that could be potentially related to the cause of the reported issue of patient death. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.